Manufacturer narrative:
Analysis identified a gear train anomaly with corrosion, which resulted in a pump motor stall due to shaft bearing.

Event description:
On 2015-09-29, information was received from a consumer and a company representative regarding a (B)(6) year-old, male patient who was receiving fentanyl and an unknown drug (doses and concentrations unknown) via an implantable pump for non-malignant pain and radicular pain syndrome. The patient's medical history included diabetes (since 2000). On (B)(6) 2015, since 1:30am, the patient had seen code 8476 on their personal therapy manager (ptm) which indicated a motor stall had occurred. The patient did not hear the pump alarm. He had not recently had a MRI and was not exposed to any strong electromagnetic sources. The patient experienced pain, shakiness in his legs (like restless leg syndrome), high blood sugar and extremely brittle. The patient was to follow-up with their healthcare provider (hcp). Additional information has been requested regarding the drug information, the patient's medical history and concom itant medications, troubleshooting, actions/interventions and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2015-10-23, additional information was received and the pump was returned. The patient was receiving fentanyl 2500mcg/ml at 121.1 mcg/day, clonidine 625.0 mcg/ml at 30.28 mcg/day, and bupivacaine 2.5 mg/ml at 0.1211 mg/day via the implantable pump. On (B)(6) 2015 at 10:11, a stopped pump period may exceed tube set occurred. On (B)(6) 2015 at 11:55 the motor stall recovered. On (B)(6) 2015 at 04:28, another motor stall occurred followed by a stopped pump period may exceed tube set on (B)(6) 2015 at 04:28. On (B)(6) 2015 at 00:10, the stall recovered.

Manufacturer narrative:
Conclusion code updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a consumer and a company representative regarding a (B)(6) male patient who was receiving fentanyl and an unknown drug (doses and concentrations unknown) via an implantable pump for non-malignant pain and radicular pain syndrome. The patient's medical history included diabetes (since 2000). On (B)(6) 2015, since 1:30am, the patient had seen code 8476 on their personal therapy manager (ptm) which indicated a motor stall had occurred. The patient did not hear the pump alarm. He had not recently had a MRI and was not exposed to any strong electromagnetic sources. The patient experienced pain, shakiness in his legs (like restless leg syndrome), high blood sugar and ¿extremely brittle.¿ the patient was to follow-up with their healthcare provider (hcp). Additional information has been requested regarding the drug information, the patient¿s medical history and concomitant medications, troubleshooting, actions/interventions and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.